Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited failure to capture that resulted in episodes of inappropriate automatic mode switch. Programming changes were made. The patient was in stable condition.